Event description:
The alarm volume was soft, and intermittently variable on an n-395. The monitor was returned for evaluation, and the difficulty verified. Nellcor is investigating this report with the speaker vendor.